Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic lobectomy procedure, the stapler was able to fire but the jaws would not open and the reload could not be removed. When the sales rep checked the device, it was in the condition that the black return knob could not be pulled back to the end. The cartridge also in the condition could not be removed. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The retract knobs were retracted to the clamp up position. The engaged reload was fully fired with the jaws clamped. The instrument retract knobs were retracted and the subject reload jaws opened. The subject reload was then unloaded from the instrument. The instrument was then successfully loaded with a representative device. The instrument and reload were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.